Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was removed from service after only one year of active service. The reason for device removal was not known at the time of this initial report. There were no noted adverse patient effects beyond the need for the unplanned surgical intervention. The associated left ventricular lead of the patient's device system had exhibited an increase in pace impedance, now exceeding 2,000 ohms pace impedance as well as high threshold measurements. That lead remained in service at the time of this initial report, but was slated for surgical intervention in the near future. There were no reported adverse patient effects associated with these clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this crt-d was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the lv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. The clinical allegations were thought to have been contributed to by the out-of-specification leaf spring contact component.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.